Event description:
Event occured as detailed below - "the monitor started glitching during intubation. I gave the anaesthesiologist the 3.5" provu monitor to continue intubation. Once the patient was taken care of I removed the 8" monitor and tested both the monitor and cable on an additional provu monitor/tower from endoscopy. I determined both the 8" monitor and cable are faulty".